Event description:
Last staple fire (#11) on laparoscopic gastric bypass. Stapler fired as usual, could not open jaws to release stapler from tissue. Manual override used. No evident tissue damage. Device secured and given to supply coordinator.